Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this rv lead was surgically abandoned as the lead exhibited gradually increasing threshold and was confirmed with a lead-based testing before the procedure. There were no associated patient symptoms.